Manufacturer narrative:
Date sent to the FDA: 04/16/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified a fracture was observed in the body of sample a. The needle was received in two pieces, only one of the mating fracture surfaces was examined. Evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage was observed coincidental to the fracture and provides additional evidence that the failures were induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Representative samples: one open box with ten unopened samples of product was received for analysis. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected and the sutures were dispensed without problems. The tip and body of the needles were examined under magnification and no defects, damage or needle and the samples were tested by resistance test to needle and met the requirements. In addition, functional test was performed, and the pull force and the tensile strength force were above the minimum requirements. According to the samples conditions, no performance - breakage needle was found. Evaluation of sample b submitted via 2210968-2020-03108.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a thromboendarterectomy procedure on (B)(6) 2010 and suture was used. When suturing femoral artery one needle of the thread broken. All the needles have been counted and removed. There were no adverse patient consequences reported.